Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 30 mm mitral annuloplasty ring was implanted and explanted during the same procedure and replaced with a 29 mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device was not used due to what the physician believed to be restriction of the posterior leaflet, the coaptation plane was made up of very thin leaflet tissue on both the anterior and posterior leaflets. They physician did not feel that an adequate coaptation depth with healthy leaflet tissue would be likely and elected to replace the ring with a 29mm bioprosthetic valve instead. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.